Manufacturer narrative:
The device was received for evaluation. During evaluation, the device did not reproduce the reported problem 'pump is putting air in the tubing'. Evaluation ran a simulated therapy for 5 minutes and could not recreate the reported problem. The flowline performed ultrasonic sensor us air with passed results. A review of the event history log (ehl) revealed multiple events of "air-in-line" messages, however the log cannot be used to determine if the alarms were true or false. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause was not identified. No device correction is required to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump "pump is putting air in the tubing". This occurred during an unspecified process step in the nursing department. There was no patient involvement. No additional information is available.